Manufacturer narrative:
The meters and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results from coaguchek xs meters. At 3:08 pm, the result from the patient's coaguchek xs meter serial number (B)(4) using strip lot 54974524 was 5.4 inr. At 3:08 pm, the result from the doctor's coaguchek xs meter serial number (B)(4) using strip lot 55343315 was 4.4 inr. At an unknown time, the result from the doctor's coaguchek xs meter was 4.1 inr. The therapeutic range was 2.5-3.5 inr and the patient tests every two weeks.

Manufacturer narrative:
The customer returned the meters for investigation. The returned meters were tested with retention test strips and retention controls. Meter serial number (B)(6): testing results (qc range: 4.1 - 6.8 inr): qc 1: 5.2 inr; qc 2: 5.2 inr; qc 3: 5.0 inr. Meter serial number (B)(6): testing results (qc range: 4.1 - 6.8 inr): qc 1: 5.2 inr; qc 2: 5.3 inr; qc 3: 5.2 inr. The obtained qc results were in the allowed range. No error messages occurred during the investigation.